Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: lap. Total gastrectomy. According to the reporter: after the ttp was used, the device was inserted, but the knob was closed and the spear part would not come out. The device would not connect. There was additional resection of tissue, and another device was used. There was no additional bleeding. Nothing fell into the patient cavity. The procedure was extended more than 30 minutes. No patient info available.